Event description:
It was reported that the patient experienced pain and discomfort at the ipg site. It was also noted that the patient was not receiving any pain relief. The patient underwent an ipg explant procedure, and the patient was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.